Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable is loose at the distal end of the instrument. Upon removal of the instrument's housing it was discovered that the instrument grip cable is broken at the clamping pulley, thus causing the loose cable at the distal end of the instrument. The clamping pulley exhibits white residue. Failure analysis also found the following additional damages to the instrument: the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. The instrument clamping pulley corroded/contaminated and exhibits an orange colored residue. It was concluded that the corrosion and contamination of the clamping pulley was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the wire on the tenaculum forceps instrument was broken. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. On (B)(4) 2014, intuitive surgical, inc. (Isi) followed up with the initial reporter of this complaint. According to the initial reporter, the tenaculum forceps instrument was received from the hospital's operating room (or) with the cable broken and it is unknown if the or staff identified that the cable was broken prior to use or during use of the instrument, as this information was not provided upon receipt of the instrument in the hospital's material management department.